Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/2018, 23/apr/2018, 23/jul/2018 and 22/jan/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event capsular contracture/wrinkling was received on feb 26, 2020 with lot number 2664377. Visual analysis of the returned device identified: weight to the spec, crease fold, deformation. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No observed wrinkling. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and lobulated in contour.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, deformation, hardening, pain and implant was lobulated in contour. The device has been explanted.